Event description:
Depuy has been notified that this patient underwent a revision surgery to remove the company's lcs rotating bearing from the patient's left knee. The patient is described as somewhat overweight.